Manufacturer narrative:
(B)(6). (B)(4). Device not returned.

Event description:
The customer stated that they have noticed increasing patient inr values when tested with coaguchek xs meter serial numbers (B)(4). Based on this observation, they have started comparing meter results to results measured in a laboratory using the acl-top recombiplastin 2g reagent. The customer provided data for a total of 88 patient comparison tests that were performed. Of these, 10 patients had erroneous values when tested with one of the two coaguchek xs meters. Refer to the attachment for all patient data. For each patient, samples were collected at the same time for meter testing and laboratory testing. It is unknown which of the two meters were used for each measurement. No adverse events were alleged to have occurred with the patients. The customer's product was requested for investigation. Retention test strips (286324) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specifications. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.